Event description:
It was reported that the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer entity has been corrected.

Event description:
It was reported that the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.